Manufacturer narrative:
(Phone number): (B)(6). (Phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; an opening on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted.